Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called for assistance with a battery issue, noticed the battery icon was completely depleted and would not charge while in ccl post balloon placement. Customer removed the battery to assess and noted that the battery was wet and crystalized. It was verified that none of the battery indicator lights were illuminated on the actual batter. The unit was swapped out and there was no patient harm.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced li-ion battery pack, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.